Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit batteries are not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
In order to fix the issue, the fse replaced the power management pcb (0670-00-1162). The unit then passed all functional and safety tests according to factory specifications, and was returned to the customer and cleared for clinical use. The following investigation was performed by a getinge technician of the maquet failure analysis and testing department (fat) wayne, nj: tp 28 feb 2023. The power management board was observed with visual damage. The national repair center installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications the problem was verified ( will not charge batteries) . It was observed the ic chip q27 was compromised and nonfunctional. This failure was the suspected cause of the power management board failure. Power management board will be sent to the supplier for failure analysis cf-16-may-2023- the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure.